Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-04240. It was reported there was drainage at the lead anchor site. The physician identified an abscess had formed. The physician performed an incision and drainage on (B)(6) 2017. A culture was taken and it was positive for mrsa. The patient is being treated with antibiotics. He patient was hospitalized for one week due to the infection and the patient returned to the hospital due to kidney failure related to the antibiotics. Follow up information identified surgical intervention is planned to remove the entire scs system on (B)(6) 2017 due to infection at the lead site.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-04240. Follow up information identified the infection has not resolved and the patient remains on antibiotics.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-04240. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-04240. Follow up information identified the infection has not resolved and the patient remains on antibiotics.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-04240. Follow up information identified the infection has not resolved and the patient remains on antibiotics.